Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the device was in two separate sections. The total length of the first section (section 1) was approximately 55.4cm and included the iabc distal tip, a portion of the iabc central and a portion of the iabc outer lumen. The iabc central/outer lumen was noted damaged; the damage to the iabc central/outer lumen appears consistent with being cut. Dried blood was noted on the exterior surfaces; some traces of dried blood was also noted within the iabc bladder/helium pathway. The total length of the second section (section 2) was approximately 27.1cm and included the iabc bifurcate including one-way valve and short driveline tubing , cath-guard, a portion of the iabc central and a portion of the iabc outer lumen. The iabc central/outer lumen was noted damaged; the damage to the iabc central/outer lumen appears consistent with being cut. Upon further inspection, the iabc central lumen was noted broken at approximately 16.8cm from the iabc luer end. Dried blood was noted on the exterior surfaces; dried blood was also noted within the short driveline tubing/helium pathway. The customer also provided a photo for evaluation. The photo shows the damaged iabc catheter , which matches with the sample returned for the investigation. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times with similar results. Dried blood was observed within the one-way valve. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 55.3cm from the iabc distal tip, which is the location of the previously noted damaged/cut central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 16.8cm from the iabc luer, which is the location of the previously noted damaged/broken central lumen. Some blood was noted on the guidewire. The iabc bladder was visually inspected. No damage or abnormalities were noted. Other functional tests were noted preformed due to the returned state of the device. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "inside of the iab is broken" is confirmed. During the investigation, the intra aortic balloon catheter (iabc) central lumen was noted broken/damaged at one location, which was also consistent with being cut. Another break in the central lumen was noted near the proximal end (bifurcate) of the iabc. It could not be confidently determined which damage occurred first, but either damage can result in the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the inside of the iab is broken and the catheter cannot be inserted". Additional information states that to continue therapy, another catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".